Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been going low into the 50's mg/dl during the first couple of days of pump therapy. Customer stated that her highest blood glucose was 268 mg/dl. Customer stated that she had to waste 2 infusion sets when changing out her sets for the first time. Customer refused to transfer and stated that she would call later.